Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy o2 ventilator while in patient use. There was no serious patient harm or injury reported. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not duplicated when an operational check was performed. In addition. A test-by test station was performed, but no abnormality related to the flow/pressure measurement was confirmed, and the device passed all the items of the functional test. It is considered that a temporary failure occurred in the sensor board, which generated the alarm. During the evaluation error codes in relation to drift_pressure_too_high, control_press_railed and vpwrfail_failure were recorded in the device event log. In conclusion, the device's system board needs to be replaced to address the issue of the reported error codes, however, the device will be returned without being repaired as per the customer's request.